Event description:
Whirlpool tube chair disengaged from lower carrier assembly - no injury.

Manufacturer narrative:
Returned suspect device (chair) to the factory. Two out of four safety lock tabs had been bent to make them inoperable.